Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The caller indicated that the patient had a battery replacement on monday at which time, the impedances were normal (the caller said she did not cover the case so she must have gotten that information from someone else or a note). The caller indicated that at the post-op appointment today, the impedance values were high and the patient is not feeling any stim. The caller stated that with reference electrode 0 the values on 8-15were over 10000ohms and 1-7 3495-9000ohms. Ref 1 0 3495 2 596 3 598 4 6176 5 646 6 656 7 616, ref 4 0 9278 1 6176 2 6229 3 6176 5 5825 6 6229 7 6229. The caller indicated that the device was programmed with a 2x8 configuration. Tss helped the caller enter a 2x4 configuration as the patient had a 3998 paddle. The rep programmed 60hz pw: 280us with a bipole on 1 and 2. The caller increased the amplitude and the patient was feeling stimulation. The caller was going to make additional therapy adjustments to find the optimal therapy for the patient. The rep reported that the issue resolved when the lead configuration was corrected. The patient went in on (B)(6) 2021 for a lead revision due to poor left side coverage. It was noted that the paddle may have been out and not all electrodes were firing. However, when the new lead was placed, electrodes 8-15 would not register on the implantable neurostimulator. The manufacturer representative tried to change lead tails into the battery port 1-7, and the lead was fine when the lead ends were switched, but on the 8-15 port, the implantable neurostimulator would not recognize the lead. The implantable neurostimulator was also replaced on (B)(6) 2021 to resolve the issue.